Event description:
A japanese distributor reported that in the mds opinion the distal end of a mic g tube caused a stomach ulcer and bleeding. The tube was removed and replaced with another brand gastrostomy tube. After that the bleeding resolved. Ballard medical products has no first-hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.